Event description:
It was reported that a vns patient passed away. The cause of the patient's death was not reported. The suspect product remains implanted to date. No additional relevant information is available to date.